Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. Follow up with tandem technical support on (B)(4) 2016, the customer stated that the insulin gauge was at level as expected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. Reportedly, cold insulin had been used.